Manufacturer narrative:
(B)(4): on an unreported date in (B)(6) 2014, the patient experienced peritonitis.a review of all batch record documents was performed for potentially associated lot number(s) gd895789 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient began treatment with vancomycin (2 grams and frequency not reported) via ip route for peritonitis. Five days after beginning treatment, the patient discontinued vancomycin therapy. Nineteen days after later, the patient was hospitalized and was still in the hospital. The patient was recovering from the peritonitis event. No additional information is available. This is report 2 of 4.